Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical colorectal procedure, the customer mentioned that they have identified a foreign body left in the patient. They are unable to identify what this might be. However, it was ring shaped and their thinking that it could possibly be the metal end of the 12-8mm reducer. The procedure was completed as planned.